Event description:
It was reported that the patient had bradycardia during atrial fibrillation while in normal sinus rhythm conduction with logged programmed rate. The right ventricular lead had high impedance, the threshold increased and there was no capture at maximum outputs. During the replacement procedure, a perforation of the lead was noted through fluoroscopy. The lead was capped and was replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.